Event description:
Mother reported several concerns with the infusion sets, which have been ongoing since (B)(6) 2010. There are often air bubbles in the infusion tube, and often the tube connector separates from the cannula connector by itself. Once, the steel guide needle separated from the adapter and stuck in the patient's body. Mother removed the soft cannula from the skin using a "pincer." Insertion device is used to insert the headsets, and occasionally the self-adhesive becomes crimped and stuck to the insertion device. Infusion headset is changed every 2 days and the insulin cartridge and tube every week. Patient did measure positive for ketones. Blood glucose elevated as high as 25 mmol/l (450 mg/dl), and the pt corrects elevated blood glucose with the infusion device or insulin pen. Normal blood glucose is 6.5 mmol/l (117 mg/dl). Patient did not lose consciousness or require treatment at the hospital; however, his parents must help him sometimes. Infusion sets were discarded and were not requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.